Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed and it was observed that the main coil was bent and stretched at the primary coil section, also, detached at the arm coil. No more damages were observed during the visual inspection. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed that the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jan2024. It was reported that the coil could not advance and was stretched after it was withdrawn. The 73mm target lesion was located in the splenic artery. A 10mm x 40cm interlock-35 coil was used for splenic artery embolization. During the procedure, it was noted that after multiple moving back and forth, the coil could not advance any more after reaching halfway. Consequently, the coil was stretched after it was withdrawn. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. However, device analysis revealed that the main coil was detached at the arm coil.